Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels of up to 387 (mg/dl) for 3 days. Customer changed their pump supplies, administered a bolus with the pump, and administered an insulin injection to treat their bg levels. Recommendation was made to change the infusion site.